Event description:
It was reported that patient had pocket pain and soreness around the ipg site. Surgical intervention was undertaken on (B)(6) 2022 to address this issue wherein the ipg was revised and moved to a different location to help ease discomfort of last position. Therapy was restored afterwards.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.